Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via chat that part of the toothbrush handle's metal end piece that holds the brush head in place came off while brushing. No injury was reported.